Event description:
Clinic reported "the bags have particles within the bags upon opening". There was no patient impact since the particulate was identified during setup. The reservoir bag is in transit to be returned to walkmed. Picture was reviewed and could not be verified whether the particulate was loose inside the bag or embedded in the wall. Walkmed reviewed retained samples from the same lot and did not witness any particulate.